Event description:
It was reported that the device would not interrogate with the programmer. The device was successfully checked in 2009. The patient did not report receiving any shocks since the prior check. The device was replaced.

Manufacturer narrative:
Na